Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) diabetic ketoacidosis [diabetic ketoacidosis] pen did not deliver several times [device failure] case description: this serious spontaneous case from (B)(6) was reported by a medical doctor as "diabetic ketoacidosis" on (B)(6)-2015 and "pen did not deliver several times" with an unspecified onset date, and concerned a (B)(6)-year-old male patient who used novopen echo (insulin delivery device) from (B)(6)-2015 due to type 1 diabetes mellitus. (B)(6). Medical history included type 1 diabetes mellitus (since (B)(6)-2015) the first manifestation was seen on (B)(6)-2015 and the patient had infection at the time of the event (no further details provided). The patient's mother had injected 9-0-4 units (insulin details not specified). Due to infection and elevating blood glucose values, the mother increased the dose to 11-0-6 units. However, the blood glucose values were up to 600 mg/dl. It was also reported that novopen echo did not deliver insulin several times. On (B)(6)-2015, the patient was hospitalized with ketoacidosis. Blood glucose was not measurable at the time of the event. In hospital, the patient had stabilising blood glucose values with original dose with a different pen (details not provided). The trained nursing staff and mother were doing the injections for the patient. The penfill holder did not loosen from pen during use. Action taken with novopen echo was reported as the patient switched to unspecified new pen. On (B)(6)-2015, the outcome for the event "diabetic ketoacidosis" was recovered. The outcome for the event "pen did not deliver several times" was not reported. Investigation results: name: novopen echo - batch av40242. The electronic register was checked. Visual and functional examinations were performed. The device was returned with a cartridge mounted. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. On receipt there was a gap between piston rod of the device and the rubber piston in the cartridge and the piston rod was fully retracted. If the user attempted to make an air shot or to dose prior to this no insulin would have been dispensed. The user either retracted the piston rod correctly during change of the cartridge, but mounted a partly used cartridge afterwards without ensuring contact between the piston rod and the rubber piston by following the air shot procedure, the user left the needle on the pen between injections, or the user retracted the piston rod between injections. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. It was not possible to observe the alleged fault. The product was found to be normal. Use a new needle for each injection. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the device without a needle attached. Otherwise, temperature fluctuations may cause leakage through the needle, resulting in a space between the rubber piston in the cartridge and the piston rod in the device. Furthermore, clogging of the needle may occur. Finally, priming to expel air must always be performed before each injection, as stated in the package leaflet. A batch trend report has been created. Nothing abnormal was found. Since last submission the case has been updated with following information: patient date of birth, height, weight, type and duration of diabetes. Event onset date, hospitalization date and event details with causality assessment. Start date for novopen echo. Investigation results for novopen echo. Manufacturer's comment. Narrative updated accordingly. Final comment from the manufacturer: on 09-jul-2015. The suspected novopen echo has been returned to novo nordisk a/s and investigations showed that pen was working according to specifications. However the analysis indicated that the user had not checked the flow of insulin (as described in the user manual) before injecting the dialled dose which could have resulted in the patient receiving a lesser dose than intended. The patient had in addition an infection which could have increased the patient's requirements for insulin and thus contributed to the experienced adverse event the gap between the orange plunger and the black piston rod washer occurs when the user is leaving the needle attached to the pen in between injections or returning the piston rod into the pen body, inserting a partly used penfill in the cartridge holder and neglecting to check the insulin flow before injecting the dialled dose. Both scenarios are in contradiction with the user manual of the pen. There is no information in the case whether the user changes leaves the needle attached to the pen between injections or uses a partly used penfill without checking the insulin flow and it thus is not possible to identify a root-cause for the experienced adverse events or find similar cases to (B)(4). However the reported adverse event was diabetic ketoacidosis and a search to find cases with similar events reported for novopen echo within the last three years was performed. The found cases were then divided by the number of pens on the market worldwide: diabetic ketoacidosis: cases/mill marketed pens (B)(4). As no additional cases have originated from (B)(6) and the reporting rate for diabetic ketoacidosis is low and stable, novo nordisk does not evaluate this as a safety concern. Evaluation summary: name: novopen echo,&#58186;batch number: av40242. (B)(4): a batch trend report has been created. Nothing abnormal was found. (B)(4): on receipt there was a gap between piston rod of the device and the rubber piston in the cartridge and the piston rod was fully retracted. If the user attempted to make an air shot or to dose prior to this no insulin would have been dispensed. The user either retracted the piston rod correctly during change of the cartridge, but mounted a partly used cartridge afterwards without ensuring contact between the piston rod and the rubber piston by following the air shot procedure, the user left the needle on the pen between injections, or the user retracted the piston rod between injections. The electronic register was checked. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random penfill cartridge the product was found to be normal. The results were found to comply with specifications. It was not possible to observe the alleged fault. The product was found to be normal. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. Name: actraphane 30 penfill 100 i.e./ml injektionssuspension in einer patrone. Batch number: ds6h275. (B)(4): a batch trend report has been created. Nothing abnormal was found.

Event description:
Event verbatim [preferred term], diabetic ketoacidosis [diabetic ketoacidosis], pen did not deliver several times. [Device failure]. Case description: this serious spontaneous case from (B)(6) was reported by a medical doctor as "diabetic ketoacidosis" and "pen did not deliver several times" both with an unspecified onset date, and concerned a (B)(6)-year-old male patient who used novopen echo (insulin delivery device) from unknown start date as device therapy. Patient height, weight and bmi not reported. Medical history was not provided. Concomitant product included - actraphane 30 penfill (dual acting suspension insulin human). No other insulin product was reported. The patient was hospitalized with ketoacidosis during use of novopen echo. The blood glucose values were up to 600 mg/dl. It was reported that novopen echo did not deliver insulin several times. Action taken with novopen echo was not reported. The overall outcome for the event was not reported.